Event description:
It was reported that pro osteon 500 was implanted in 2002 for cervical fusion, and that the pt is currently experiencing pelvic pain.

Manufacturer narrative:
DHR review showed that the reported part # /lot# met all applicable specs.